Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) was in the black-black state and the deploy button could not be pressed, resulting in the device being unavailable. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The exoseal vcd was used in a percutaneous transluminal angioplasty (pta) procedure. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the exoseal vcd and has used the device several times prior to this procedure. The exoseal vcd was prepared according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was greater than 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. At the time when depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at that time, and no red color was observed during retraction. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in the manufacturing position, and the indicator wire was fully deployed, where no abnormal conditions were observed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed, since the indicator wire was received fully deployed, during this analysis, the indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white and red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. Since the internal components were not covered or affected by blood, the attempt to remove residues with hydrogen peroxide was not performed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was able to be successfully deployed with full lever depression and window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) was in the black-black state and the deploy button could not be pressed, resulting in the device being unavailable. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The exoseal vcd was used in a percutaneous transluminal angioplasty (pta) procedure. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the exoseal vcd and has used the device several times prior to this procedure. The exoseal vcd was prepared according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the unknown vascular sheath introducer. The vessel diameter was greater than 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. At the time when depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at that time, and no red color was observed during retraction. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.